Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device lasted 25% of its expected longevity for service time. The device was fully functional, with no high current drain or evidence of battery problems. It was noted that the battery voltage of the device at implant was below the minimum implant battery voltage, and that the device was about one month away from its shelf life expiration date. Because of programming steps at implant and during service time, any temporary high current drain status that may have existed prior to implant has been cleared. Analysis was inconclusive.